Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing was performed. All results were within range specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. If the strips is return, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the adc device. As a result, the customer experienced a dizziness, seizure, and a loss of consciousness and made hcp contact. Hcp blood glucose results of 95 mg/dl, 185 mg/dl, and 97 mg/dl were obtained and the customer was provided unspecified oral medication and unspecified gel by hcp for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle lite meter and freestyle strips were reviewed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the adc device. As a result, the customer experienced a dizziness, seizure, and a loss of consciousness and made hcp contact. Hcp blood glucose results of 95 mg/dl, 185 mg/dl, and 97 mg/dl were obtained and the customer was provided unspecified oral medication and unspecified gel by hcp for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.